Manufacturer narrative:
Site reported that the light adjustable lens was explanted from the patient's left eye as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on 1/29/2021. Device history record for the lens was reviewed. No issues were noted. The explanted lens was returned and received in multiple small fragments. The lens fragments were visually inspected and the optical quality was assessed. No issues were noted.

Event description:
Site reported that the light adjustable lens was explanted from the patient's left eye as the desired refractive outcome was not achieved after light adjustment treatments. Rxsight's first awareness of the event occurred on 1/29/2021.